Manufacturer narrative:
Device lot number not available as the site discarded the part before the lot number could be documented. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The site had a backup instrument and chose not to replace the device. No parts were available to the manufacturer for evaluation. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that during screw placements (placing 10-5 illiac screw) for a revision spinal fusion case, the 5.5/6.0 cannulated driver tip broke off. They retrieved the tip of the driver with no impact to the patient, and they continued the case with the non-navigated driver. There was no delay to the procedure.